Event description:
Customer began to feel shaky and tested using three different meters. Results from the meters were as follows: freestyle 132 mg/dl, glucometer elite 60 mg/dl, and glucometer with a third result of 63 mg/dl. Customer drank a soda and orange juice and was taken to the emergency room. Treatment at the hosp was not described by the customer. Testing was conducted in the fingers and the test site cleaned with alcohol and dried prior to testing.